Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that incorrect time was displayed on the device. A technical support specialist dialed into the station, corrected the time and checked the ntp settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was displaying incorrect time. The customer reported that the clock on pyxis was 5 minutes back from normal time. There was a delay in getting the medications. There were no adverse events or injuries reported as a result of this incident.